Event description:
The customer reported that, during preparation for use, an error flashed on the display of the subject device, but could not be read. When the handpiece was plugged in, the display disappeared. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the display flashed. This report is being submitted for the malfunction found during evaluation (flashing display). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the display flashed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the display flashed due to a faulty loom on the variable frequency drive (vfd). The fault log showed error code 600 ref 15 ten times: hand switch button stuck. The usual cause of this code is that the relevant hand switch is held down by the user or there is a faulty accessory. This is likely the error code that the customer was experiencing but could not see due to the display issues. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, service found two mounting feet were missing, there were scratches on the keypad and housing, and the software needed to be upgraded. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.